Event description:
During initial intravenous injection by medrad of intravenous contrast, patient denied pain at insertion site. After further medrad injection of contrast, patient complained of pain and swelling at injection site. Localized swelling and discoloration was noted at site. Patient was admitted to hsopital for treatment and observationdevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-sep-91. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.